Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, the patient complained about discomfort at the sensor insertion site. The mother reported that she found a piece of the sensor wire left behind in the patient's abdomen, which she removed with tweezers. The mother reported that the patient was in fine condition at the time of the call and no medical intervention was required. The device is not indicated for use in pediatric patients.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.